Event description:
The pt reportedly experienced chronic serious otitis media. Tubes were reportedly placed (date of procedure not given) in attempts to resolve the complications. The surgeon reportedly also performed a myringoplasty (date of procedure not given) to remove a cholesteatoma. The pt's cii device remains implanted.